Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/22/2020. A manufacturing record evaluation was performed for the finished device number qememd / mpy497h, and no non-conformances related to the reported complaint condition were identified. H3 evaluation: an opened box with twelve unopened samples of product code mpy497, were received for evaluation. During the visual inspection of twelve unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damaged were observed. A functional test was performed using an instron and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The event described could not be observed as the device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: d7a

Manufacturer narrative:
(B)(4). Events reported in medwatch reports 2210968-2020-09504, 2210968-2020-09501, 2210968-2020-09503. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle detached from thread when pulled through. There were no adverse patient consequences reported. No additional information was provided.